Manufacturer narrative:
For the reported complaint, both lot number was not provided. The sample was not returned for evaluation. Of the reported complaint, medical record was provided and reviewed. Approximately eight years post filter deployment, CT revealed chronic occlusion of the ivc and iliac veins at the level of the ivc filter. Approximately two years later patient developed recurrent dvt. Subsequently CT performed revealed, stable occlusion of the ivc below the ivc filter with multiple venous collaterals and chronic pelvic seroma. Therefore, the investigation is confirmed for occlusion of ivc. The devices were labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown filter. Vena cava filter no alleged deficiency with the filter reported. This report was received from a single source. This event did involve patient with unknown current status of the patient. The patient is (B)(6) lbs., gender is male; however, age was not provided.